Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she found some air bubbles in the reservoir. Blood glucose value was 147 mg/dl; most recent reading was 166 mg/dl. Customer stated that the issue has occurred multiple times. Some bubbles are bigger than others. Customer stated the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. She waist 10 to 15 minutes before using the insulin. Customer was advised to wait 20 to 30 minutes and avoid agitation while filling the reservoir. She was advised to fixed prime until air bubbles are no longer visible. Customer was advised to reach to her doctor if issue persists.